Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump indicated that the cassette was not detected although a cassette was attached at that time the res vol was 12.1ml: given is same as well. No adverse patient effects were reported. No additional information available at this time